Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that the surgeon was impacting a trident shell using the impactor handle and the threaded tip of the impactor handle broke off and remained screwed into the shell. The customer further reported that this happened on the first 'knock' with the impactor and the surgeon was able to remove the shell using pliers. Another implant of the same size was not available so the surgeon reamed the acetabulum to a larger size and implanted a larger shell. The case was completed successfully but there was a delay of approximately 30 minutes.

Manufacturer narrative:
An event regarding crack/fracture involving a cutting edge impactor was reported. The crack/fracture and disassembly issue events were confirmed following visual inspection and mar. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 02 february 2018. Images of the device are included in the mar. The report noted: "the threaded stud was fractured. The device was examined with the aid of a stereo microscope at magnifications up to 50x. To further examine the threaded stud fracture surface, the device was sectioned."it is noted that from the explant photos that the tip of the impactor remained threaded to the shell and was not disassembled. Material analysis: a material analysis has been performed. The report concluded: "the screw fractured in overload. Eds showed the threaded stud to be consistent with 17-4 ph stainless steel. The screw hardness of hrc 46 meets drawing requirements. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined." Medical records received and evaluation: not performed as medical records were not provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been 2 other events for crack/fracture and no other similar disassembly issue events for the reported lot. Conclusions: a mar report concluded "the screw fractured in overload. Eds showed the threaded stud to be consistent with 17-4 ph stainless steel. The screw hardness of hrc 46 meets drawing requirements. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined". If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The customer reported that the surgeon was impacting a trident shell using the impactor handle and the threaded tip of the impactor handle broke off and remained screwed into the shell. The customer further reported that this happened on the first 'knock' with the impactor and the surgeon was able to remove the shell using pliers. Another implant of the same size was not available so the surgeon reamed the acetabulum to a larger size and implanted a larger shell. The case was completed successfully but there was a delay of approximately 30 minutes.